Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited syncope. When the sales representative tried to interrogate the device the patient was near syncope and the interrogation was immediately stopped. There was no monitoring data to determine if the patient had an arrhythmia. It was noted the patient was stable however, there was observations of stimulation. Technical services discussed possible causes. The patient was transferred to a hospital. Subsequently, the device was explanted and replaced successfully. The device was returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) exhibited syncope. When the sales representative tried to interrogate the device the patient was near syncope and the interrogation was immediately stopped. There was no monitoring data to determine if the patient had an arrhythmia. It was noted the patient was stable however, there was observations of stimulation. Technical services discussed possible causes. The patient was transferred to a hospital. Subsequently, the device was explanted and replaced successfully. The device was returned and is in the process of device analysis. No additional adverse patient effects were reported.